Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were unresponsive. The reporter stated that after locking the pump, he was unable to unlock it using the arrow buttons. It was noted that the reporter removed the battery and rebooted the pump to unlock the pump and was unable to get passed the verify screen using the up/down arrow keypad buttons. It was indicated after several attempts made to reboot the pump; the reporter was unsuccessful in trying to get the buttons to respond. There was no indication as to how the patient wore the pump or how the pump was cleaned. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were responsive and had normal spring back/click. During investigation, evidence of contamination was found under all key contacts. The audio bolus button was unresponsive and internal plug contact was found to be missing.